Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed. However, upon investigation an error message related to software corruption was found. The user manual provides recommended instructions for the user to trouble shoot instances in which the meter displays an error message. In addition, the manual states to contact customer service should additional assistance be needed. This is a final report.

Event description:
On (B)(6) 2011 a customer reported that her freestyle freedom lite blood glucose would not turn on. During troubleshooting, the customer was asked if she experienced any injuries, to which she replied, "yes, she fell because the meter would not turn on and the meter fell with her." The customer subsequently disconnected the call before completing the medical survey. Three attempts to reach the customer to obtain additional information were unsuccessful. There is no report of death or permanent injury associated with this case.